Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline disconnect alarm which could have resulted in a pump stop was unable to be confirmed via the submitted log files. A specific cause for the reported event could not be conclusively determined. Review of the submitted log files captured the pump operating as intended. No notable events or alarms regarding an issue with the pump were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported backup battery fault, but none were seen on interrogation. When looking through memory on the system controller, a driveline disconnect and no external power were seen. The periodic log file confirmed the reported backup battery faults on (B)(6) 2025. The emergency backup battery did not pass the internal load test. The alarm appeared to have self-resolved. As a precaution, it was recommended to reseat ebb ribbon cable. The driveline disconnect or no external power alarm were unable to be seen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of the driveline disconnect, and the no external power was not confirmed. The emergency backup battery (ebb) was exchanged.